Event description:
Information was received from a patients personal contact regarding a patient who was implanted with a neurostimulator for non-malignant pain. The caller reported that the patient had an infection in the area of the stimulator. It was noted the area had broken open and the wound needed to be drained. The patients healthcare professional (hcp) put him on antibiotics for 20 days and by (B)(6) 2016 it had resolved.

Event description:
Additional information was received from the patient that reported there was a hospitalization with the infection which resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.